Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a calcified and occluded lesion in the rca. The device was inspected prior to use with no issues noted. The lesion was pre-dilated , but the endeavor resolute device could not cross the lesion. The physician used a new device to complete the procedure. No patient complications or clinical sequelae reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 9th distal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient condition affected effectiveness of device (lesion morphology - calcified, occluded lesion); deformation issue (stent). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - calcified, occluded lesion); inherent risk of procedure (stent deformation). (B)(4).